Event description:
It was reported that a user experienced low blood glucose while using the ilet and requested to discontinue pump use, with reports indicating elevated glucose earlier in the day associated with a prior related issue. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose. Troubleshooting and education were completed. Investigation included review of available reports. Investigation of this case revealed an unclear cause for the hypoglycemia, with no specific device or component malfunction identified based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.